Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the submitted log files. The system controller event log file, extracted from (B)(6), contained events from 18:30:12 at 24may2024 through 15:40:27 on 31may2024, per the timestamps. Low flow fault flags were observed from 07:49:57 through 15:00:23 on 30may2024 due to the estimated flow decreasing below the low flow threshold, ranging from 2.4 liters per minute (lpm). These faults resulted in transient low flow hazard alarms. The pump appeared to function as intended at the fixed speed. The system controller periodic log file, extracted from (B)(6), contained relevant data from 14:56:03 on (B)(6) 2024 through 12:55:32 on (B)(6) 2024. Events captured prior to this timeframe were captured while the controller was in charging mode (consistent with this being the patient's backup controller). The driveline appeared to be connected to the controller at 14:56:03 on 07jun2024. The pump appeared to function as intended at the fixed speed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event (including why the controller was exchanged and if any equipment will be returned for analysis); however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard alarm, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic for low flow alarms in early may. A computed tomography angiography (cta) was completed on (B)(6) 2024 which showed 50-70% stenosis within outflow graft/ bend relief. The patient had not had a low flow alarm since prior to (B)(6) 2024 however the patient was admitted for an extrinsic outflow graft obstruction (eogo) work up. Log files were submitted for review and captured a short period of low flow events from 0750 to 0841 on 30may2024 with a couple of audible low flow alarms. There were several lower flows noted later in the afternoon but did not persist long enough to trigger an audible alarm. Pulsatility index (pi) values during these events were on the low side but were still widely variable. The patient had a surgical relief of the eogo performed on (B)(6) 2024. Additional log files were submitted for review and captured clusters of pi events. Review of the submitted log files revealed an unknown controller exchange from (B)(6).